Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h4 and h6. Corrected fields: d9, h3 and h6 (type of investigation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: use of a non-olympus lamp and equipment had a lot of dust inside, including heatsink and cooling fan which could cause high lamp temperature errors. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that temperature error (101) displayed was due to equipment had a lot of dust inside, and this made the internal temperature of the light source device increased and activated the safety mechanism. The event can be detected/prevented by following the instructions for use which state: warning. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii xenon light source, displayed error e101 (lamp temperature error) occurred on two occasions. It occurred before the procedures in the preparation phase. The customer turned off the light source for around two minutes, turned it back on and they were able to use the equipment. The procedure was unknown. There are no reports of patient or user harm associated with this event.according to the information provided, this record (B)(6) is related to (B)(6) md jan 16, 2024, 420452